Manufacturer narrative:
Additional contact info: (B)(6). Due to characterization limit e1 event site address: (B)(6). Due to characterization limit e1 event site telephone: (B)(6). Updated fields: b4, d9, e1 (event site address), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: e1 (event site name). It was reported by user that during use the cs100 intra aortic balloon pump (iabp) had fault code #5, and there was an odor from the heat dissipation vent of the power module. There was a patient involvement and no adverse event reported. The user has been informed to stop using the machine. User abandoned repair. In future if we receive any repair information will reopen and update the investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) reported fault code 5 during use, and there was an odor from the heat dissipation vent of the power module. No personal injury has been caused so far, and the user has been informed to stop using the machine.

Manufacturer narrative:
Due to character limit in e1 event site address is (B)(6). A supplemental report will be submitted upon completion of our investigation.